Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that during the device replacement procedure the right ventricular (rv) lead threshold increased and both rv and this right atrial (ra) lead exhibited noise with pacing inhibition. This issue occurred three times and lasted for 4 to 5 seconds. The ra lead was removed and placed back, which made the noise go away. Technical services (ts) stated that the noise could be due to electromagnetic interference (emi). This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the device replacement procedure the right ventricular (rv) lead threshold increased and both rv and this right atrial (ra) lead exhibited noise with pacing inhibition. This issue occurred three times and lasted for 4 to 5 seconds. The ra lead was removed and placed back, which made the noise go away. Technical services (ts) stated that the noise could be due to electromagnetic interference (emi). This ra lead remains in service. No adverse patient effects were reported.